Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon of the error code b30 is thought to have occurred due to some kind of abnormality in communication with the scope due to the adhesion of foreign matter and moisture in the electric contacts. However, the root cause of the failure could not be determined. Additionally, the phenomenon of the procedure was temporarily interrupted is likely due to moving to another room due to the occurrence of the b30 error code. The root cause could not be identified. The event can be prevented by following the instructions for use which state: "·from the service manual, it was confirmed that b30 error showed the scope communication error, and that it was the message in the case (registry error generation) in which the hard deployment of the scope ID data failed, and that it mainly generated by foreign body attachment and moisture attachment of the electric junction. (See cv-190 service manuals, page 4-41)." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was unable to be duplicated. During evaluation, it was observed, the light output measured was with in range, the front panel mouth was cracked, and corrosion was noted inside the scope socket tubing. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a diagnostic colonoscopy, the evis exera iii xenon light source exhibited scope communication error b30. Subsequently, the intended procedure had to be stopped, and was completed with a similar device in another room. It was noted, the patient had an unexpected longer procedure time and re-insertion of new colonoscope to finish the procedure. There was no harm or user injury reported due to the event.